Manufacturer narrative:
Date of event: unknown. Results: a sample was not returned for evaluation. Bd received one (1) photo from the customer facility for investigation. Bd acknowledges that the customer has had an issue with tubing leakage with the incident lot. Further investigation has identified potential root causes in the manufacturing process where the cause of the indicated failure mode could have originated. As a result, corrective actions have been established and are in the process of being implemented. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated for documentation related to this issue of tubing leakage to document the investigation path.

Event description:
It was reported that the device, bd vacutainer® pb safety blood collection set, had blood leaking from junction of wingset tubing and the cream colored connector area at the tube holder. No medical intervention or injury.